Event description:
It was reported that the right atrial (ra) lead exhibited far field r wave oversensing. It was also reported that the implantable cardioverter defibrillator (ICD) recorded atrial fibrillation (af) that does not show up on the strips. The device and lead remain in use and no patient complications have been reported as a result of this event. The patient is part of the (B)(4) study. On (B)(6) 2013,1 episode of af was recorded by the device via the remote monitoring system. However,the print out shows no af. The atrial lead is double counting due to far field r wave sensing. History: cardiomyopathy, non-ischemic, congestive heart failure, coronary artery disease, myocardial infarction, specify myocardial location lad, valve dysfunction, aortic, valve dysfunction, mitral, valve dysfunction, tricuspid, coronary artery intervention, angioplasty: most recent angioplasty on (B)(6) 1993, left bundle branch block, unknown, hypothyroidism, other endocrine: total thyroidectomy and parathyroidectomy for recurrence of lymphoma non-hodgkins lymphoma aged (B)(6), was treated with chemo radiotherapy injury: unable to obtain outcome: unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtbc2qq implantable cardioverter defibrillator (ICD) (B)(6) 2013; 6935 implantable tachy lead (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013. (B)(4).